Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 9 with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to contact technical support if the malfunction recurs, and the customer acknowledged and understood these instructions.